Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated.

Event description:
The customer reported that the system's monitor was difficult to steer, and would not stay in place. This event occurred outside of a procedure. No pt injury was reported.